Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the keypad unresponsive. The customer blood glucose level was unknown. The customer numbers was ramping on their own also the scroll bar was not moving with no input. Customer was in the hospital for knee replacement. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.